Event description:
Boston scientific received information that this the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced swelling over her device. The physician instructed the patient to put a hot compress on it which resolved the issue; however, the other end of the pocket is now swollen and the patient indicated there was a feeling like indigestion over the pocket. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.